Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Wireless telemetry c was tested to a distance of 10 ft with a successful interrogation occurring.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, the device was able to establish telemetry with the programmer using the wand. When the programmer switched to the wireless symbol, one orange light and a "please interrogate" message appeared on the programmer screen. Multiple attempts to reposition the device and programmer wand had the same result. The device was not used and a different device was implanted after being fully interrogated using the wireless feature on the same programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.